Manufacturer narrative:
Initial reporter [phone] : (B)(6). The events of "capsular contracture" and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side "seroma-late and capsular contracture" baker grade unknown. Device remains implanted.